Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was severe damage to the distal end of the capsule. There was buckling visible to the proximal end of the capsule. There were bends to the stability shaft. The device was returned with an introducer sheath attached to the stability shaft. Bunching was visible along the length of the introducer sheath. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was a kink to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. A valve was unable to be loaded onto the dcs due to the damage to the capsule and inner member shaft. The reported event for unable to recapture could not be confirmed in the analysis as a valve could not be loaded to test the device¿s ability to recapture a valve. The reported event for buckle could be confirmed in the analysis. Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Although it was reported that a misload was not detected upon inspection of the valve load into the first delivery catheter system (dcs), fluoroscopic images were not provided to confirm this. It is possible that an undetected misload resulted in the difficulties in recapturing the valve and this caused the subsequent damage to the device. It is also possible that the valve became damaged during the attempt to recapture and further attempts to recapture the damaged valve resulted in the damage to the device. However, neither if these scenarios can be conclusively confirmed. Vascular access related complications, such as dissection, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the dissection at the access site in the rfa occurred because the profile of the dcs was "larger" and there was an exposed valve. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: product analysis: upon receipt of the concomitant complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned inside a heart valve return kit jar submerged in clear 0.2% glutaraldehyde solution. As received, two leaflets were in a partially closed position while leaflet a third was open towards the frame wall. All leaflets were severely dehydrated and stiff. Leaflets exhibited severe creases. Two commissures appeared intact. Another commissure appeared distorted due a bent strut. Visual inspection showed distortion on the outflow frame of the third leaflet with multiple bent struts. Additional bent struts were noted on the outflow frame of leaflet and waist of the third leaflet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, proper loading was confirmed with inspection of the inflow, outflow and capsule. A procedural issue occurred where the valve could not be fully recaptured after the first deployment to 80%. A right femoral artery (rfa) dissection occurred. A different transcatheter valve was implanted. Additional information was reported to confirm a misload was not detected upon inspection of the valve load into the first delivery catheter system (dcs). Vascular access was achieved via the right femoral artery. The patient had tortuous anatomy with a minimum access vessel diameter of 7mm. Upon the initial deployment attempt, the depth of the valve position was too high and the valve was attempted to be recaptured. However, recapture was unsuccessful. It was noted the physician could not determine the reason for inability to fully recapture the valve. Per the physician, the dissection at the access site in the rfa occurred because the profile of the dcs was "larger" and there was an exposed valve. The procedure was converted to surgery for vascular repair. A procedure delay of 40 minutes was reported. A second dcs was used to implant a different valve. Per the physician, it was not clear if the first valve and first dcs contributed to the dissection, but the second valve and dcs did not contribute to the dissection.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D4. Expiration date, lot #, and UDI # h3. H4. H6. Eval code, method, and conclusion were updated. Additional codes. Annex f and annex g codes were added. Product analysis: no actual complaint device was received to date. However, three static procedural images and two media files were submitted to medtronic for review. In addition, the patient¿s executive summary was provided for anatomical review. The patient¿s aortic annulus perimeter measured 62.1mm with a perimeter derived diameter of 19.8mm suggesting a 23mm evolut valve. The patient¿s aortic annulus had protruding calcium which extended to the left ventricular outflow track. The iliofemoral arteries appeared tortuous but measured more than the minimum requirement of 5mm to accommodate the 14f equivalent delivery catheter system (dcs) and without evidence of calcification and previous dissections. Fluoroscopic inspection of the valve load was not provided for review, thus it is not possible to validate a good valve load. The valve was deployed just prior to the point of no recapture. The valve depth could not be determined; however, the valve appeared to be under expanded in the cusp overlap view which would warrant a recapture. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. There is evidence an issue occurred which prevented full recapture of the valve and caused significant damage to the dcs and sheath. The valve was not implanted, it was recaptured into the dcs and withdrawn from the patient. Review of the peripheral angiogram confirmed a dissection in the right femoral artery which was likely caused by removal of the damaged dcs and exposed valve. In this case, it is not possible to rule out a possible undetected misload might have contributed to the failure to fully recapture the valve and this review was inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evolutfx-23, serial/lot#: (B)(6), ubd: 28-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-23 valve, proper loading was confirmed with inspection of the inflow, outflow and capsule. A procedural issue occurred where the valve could not be fully recaptured after the first deployment to 80%. A right femoral artery (rfa) dissection occurred. A different transcatheter valve was implanted.